Event description:
The pt presented to the hospital after receiving inappropriate therapies. Interrogation of the ICD showed that the device was sensing both atrial and ventricular activity and subsequently double counting, classifying the rhythms as ventricular fibrillation resulting in therapy. During the lead revision, it was confirmed that the lead had dislodged. Two attempts were made to reposition the lead; however, the lead would not stay in position. As a result, the lead was explanted.